Manufacturer narrative:
Citation: tarantini et al. The coronary access after tavi (caveat) study: a prospective registry of ca after tavr. Jacc cardiovasc interv. 2025 jun 23;18(12):1571-1583. Doi: 10.1016/j.jcin.2025.05.002. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding coronary access following transcatheter aortic valve implantation (tavi). The study population included 632 patients who were predominantly female with a mean age of 82 years old. Multiple manufacturer¿s devices were implanted in the study population; 158 patients were implanted with a medtronic evolut r, evolut pro or evolut pro+ bioprosthetic valve. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: stroke, myocardial infarction, acute kidney injury, valve embolization during coronary cannulation, and arrhythmia requiring permanent pacemaker implant. No further information was provided pertaining to medtronic products.

Event description:
Additional information received from the physician/author stated: 1) that medtronic product did not cause or contribute to the observed deaths or other adverse events; 2) no unique device identifier numbers were available, and 3) no products were available for return. No further details were provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.